Event description:
The customer's father reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was treated with manual injection. Customer was admitted to the hospital. The patient was treated with insulin drip and few hour released. The customer's father does not want to troubleshoot and was advised to call back when ready to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.